Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the contralateral approach using a non-bsc introducer sheath. The 100% in stent re-stenosed target lesion was located in a moderately tortuous and moderately calcified right superficial artery (sfa). After a 1.5 non-bsc guidewire crossed the lesion, a 5.0x10cm mustang¿ balloon catheter was advanced for dilatation. The balloon was inflated however the lesion was insufficiently dilated. A 5.00mm / 2.0cm / 135cm otw 2cm peripheral cutting balloon¿ was then advanced for further dilatations however the proximal part of the lesion was still insufficiently dilated. A 7.0 x 40, 135cm mustang¿ balloon catheter was then advanced however upon the initial inflation at 4 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 6mm sterling balloon catheter. No patient complications were reported and the patient's status was good.